Event description:
The customer reported that his evis exera iii xenon light source would not power on. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus to report his issue. During the call, the customer noted that the original main lamp had already been replaced by a facility technician. The service department recommended replacing the fan on the subject device as well if needed. The customer then reported that the replaced non-olympus lamp was unsuccessful. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a malfunction occurred because a non-olympus lamp was used, or it did not light up due to a malfunction of the lamp itself. It was stated that the clv-190 overheated and switched to the spare lamp. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer was received stating that the event occurred during a colonoscopy procedure that was prolonged, and that the intended procedure was completed with the same device with no harm or injury to the patient.